Event description:
A "Replace Sensor" error message was reported with the Abbott Diabetes Care (ADC) device and customer was unable to obtain readings. No symptoms was reported. The customer was treated by an emergency physician with unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.